Event description:
A malfunction with the pump was reported, displaying malfunction code malf 3. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. To address the issue, a replacement pump was arranged by technical support, and the customer will use a backup insulin pump in the interim. The customer was instructed on putting the pump into storage mode and understood the return process for the malfunctioning pump, which involved using a pre-paid shipping label within ten days.